Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis in (B)(6) 2025 at carmel hospital. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include hyperglycaemia, abdominal pain, vomiting and an acetone odour on their breath. The patient was treated with an intravenous infusion. The pod was discarded. The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.